Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading was over 900 mg/dl. The customer stated that he blamed negligence for his lack of having the insulin pump. He said he was approved for insulin pump therapy but had yet to receive the device. He stated that the high blood glucose levels and hospitalization was not related to the insulin pump. The customer did not want to continue the call about the hospitalization. Nothing further reported.